Manufacturer narrative:
H6: investigation summary a complaint lot history check was performed on lot # 3032945 for needle clog. This is the 1st. Related complaint for needle clog on lot # 3032945. A review of risk management document (B)(4), revision 12, indicates that the potential risk of this specific reported incident (nano pro pen needle: needle clog) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle leaked while injecting insulin. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog when he tried to take his injection today stated, nothing came out and his blood sugar was at 300 1 pen needle affected stated, he will reach out to his doctor went over how to take injection over the phone. Consumer had a successful prime and injection of 15 units but stated, there was a little leakage at the end of injection. 1 pen needle affected".

Event description:
It was reported that the bd nano¿ 2nd gen pen needle leaked while injecting insulin. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog when he tried to take his injection today stated, nothing came out and his blood sugar was at 300 1 pen needle affected stated, he will reach out to his doctor went over how to take injection over the phone. Consumer had a successful prime and injection of 15 units but stated, there was a little leakage at the end of injection. 1 pen needle affected.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.